Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that experienced a damaged battery alarm. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery alarm was confirmed by baxter personnel during product evaluation. The root cause was assigned to depleted main batteries. The main batteries and battery harness were replaced to correct this condition. Additional information: his is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.